Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery was unresponsive. The customer stated that the battery would not charge, and shows no charge indicators when plugged into a standalone charger. There was no reported patient involvement/adverse patient impact.